Event description:
On (B)(4) 2013 our affiliate in (B)(4) reported a patient with diagnosis of central corneal ulcers both eyes while wearing acuvue2 brand contact lenses on a daily wear, 2 week replacement modality. This report is for the right eye. The left eye is reported in medwatch 1033553-2013-00037. The patient reported that on (B)(6) 2013, she experienced discomfort and a burning feeling both eyes after a few minutes of wearing the lenses. She removed the lenses and rinsed her eyes. She sought medical treatment the following day. The patient was prescribed antibiotics drops and gel. She was "suggested to cover her eyes with eye patches for a week." The patient went for follow up appointment on (B)(6) 2013 and was reportedly told "not to wear contact lenses for an extended period of time." Details of treatment and outcome are not available. Diagnosis was reported as "corneal ulcer, not infectious." No va was provided.

Manufacturer narrative:
Product has been requested from the patient but has not been received. A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot l001wxx was manufactured under normal conditions. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. Device labeling single use or reuse. Conclusions: no evaluation will be performed.